Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure using the sp system that the neutral pad was not able to be recognized. The customer found that the recognition pin for the neutral pad on the energy shield monitor (esm) was pushed in. The procedure was continued without monopolar energy. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported ¿neutral pad is not recognized¿ issue was confirmed and replicated. Customer found that recognition pin for neutral pad on energy shield monitor (esm) is pushed in¿. Upon visual inspection, the esm neutral pad port pins were pushed in, replicating the reported event. As a result of this investigation, failure analysis has concluded that the esm neutral pad port pins are the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.